Event description:
It was reported that the left ventricular lead impedance was out of range in all vectors except ring to coil. No capture was noted in all configurations. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.